Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was found face down unresponsive at home with low flows alarming. They were intubated in the field. On interrogation of the left ventricular assist device (lvad) it was found that the low flows were alarming for 52 minutes. They were given fluids and started on epinephrine at 20. The patient's pump was running at 5600 rpm, with flow at 3.5, pulsatility index (pi) at 3.3 and power at 4.1. The patient had a bedside echocardiogram performed which showed a dilated right ventricle (rv). They were going to get a computed tomography (CT) scan. Log files were sent for review. The event log file appeared normal until (B)(6) 2025 at 10:45:27 when a low flow event was captured. During this sequence of lower flows, the lowest flow captured was 1.0 lpm. The pump was maintaining the speed of 5600 rpm during the lower flows. There did not appear to be any pump issues contributing to the patient unresponsiveness.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, which were reportedly caused by intramural thrombus of the outflow graft. Review of the submitted diagnostic images confirmed that the cross-sectional flow path of the outflow graft was reduced beneath its bend relief and distal to its bend relief; however, a specific cause for the flow path reduction could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported need for intubation could not be conclusively established. Review of the submitted log files confirmed an acute decrease in flow on (B)(6) 2025 around 10:45 that activated the low flow alarms. Flow was recorded as low as 1.0 lpm. Flow improved after the initial onset of the low flow alarm, and the low flow alarms resolved within approximately 1 hour of onset. No atypical left ventricular assist device parameters were noted. There were no other notable alarms active in the log files. The submitted diagnostic images showed three-dimensional reconstructions of the heartmate 3 lvas as well as computed tomography slices with contract. A mild decrease in the cross-sectional flow path of the outflow graft was noted beneath its bend relief, and a severe decrease in the cross-sectional flow path of the outflow graft was noted distal to its bend relief. A specific cause for the reduction in the cross-sectional flow path of the outflow graft could not be conclusively determined through the submitted images; however, it was reported that the event was due to low flow caused by intramural thrombus in the outflow graft, and the patient was treated with anticoagulation medication. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis and respiratory failure. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU also contains information on "preparing the sealed outflow graft¿ and "attaching the sealed outflow graft to the aorta,¿ which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's international normalized ratio (inr) had been within the therapeutic range for the past 2 years. There were no changes noted to pump parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the unresponsiveness was due to a low flow state. The cause of the low flow was determined to be intramural thrombus of the outflow graft. The patient was treated with a heparin infusion which decreased thrombus to less than 50% occlusion. There was no velocity increase across the thrombus and no intervention indicated.